Event description:
It was reported that two tasps fractured during surgery. All pieces have not returned. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2023-01177. D10-medical product tibial articular surface provisional right size cd item# 42527000303 lot# 62799381. Visual examination of the returned product found it to exhibit signs of repeated use and is fractured. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. CAPA investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H6: component code: proposed component (annex g) code is mechanical (g04) - provisional bottom.